Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed because unexpected external stress was applied to the head by user's handling, causing the charge-coupled device (ccd) failure. Regarding the handling of the device, a review of the instructions for use confirms the following, which may have prevented the phenomenon: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head".

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, minor kinks were found in the cable but it was not affecting functionality of the device. The reported issue was confirmed, due to a faulty charge-coupled device (ccd) unit. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported no image on a camera head. The issue occurred during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.